Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have been taken to the hospital via ambulance. Customer did not recall date of hospitalization, but woke up from coma on (B)(6) 2017. Customer reported that blood glucose at the time of hospitalization was in the 20 mg/dl. Customer did not remember if he was wearing insulin pump at the time of hospitalization. Customer did not remember most hospitalization event. Customer declined troubleshooting for low blood glucose.